Event description:
On (B)(6), 2009, the pt underwent treatment for a 5.5 cm abdominal aortic aneurysm with gore excluder aaa endoprostheses. There were no complications. A procedure was scheduled to treat a post-operative dissection with an extension of the existing stent-grafts. The medical records did not indicate a cause for the dissection. On (B)(6), 2009, another contralateral leg endoprosthesis was implanted. After multiple requests, no further info was available from the physician's office.